Manufacturer narrative:
(B)(6). One device was returned for evaluation of the reported complaint mode, "metal shedding"; the returned device was received disassembled. The device is a curved device and not intended to be disassembled without destroying the device. As a result of the disassembly, the device was destroyed. Examination of the inner blade presented with galling approximately .5" from the sluff chamber. Any features that could be dimensionally evaluated were found to be within design tolerance. Since evidence of galling was observed at the base of the inner blade, the likely cause of the shedding is due to excessive load applied to the device during rotation. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was user error. No further investigation is necessary at this time. (B)(4).

Event description:
During a knee scope procedure it was reported that small pieces of metal came off about ten minutes into the procedure. The surgeon flushed the patient's knee with ringer's [solution]. Bone quality was noted to be good. Additional information stated that the surgeon is confident that all pieces were removed from the patient. The blade was positioned approximately 20-30 degrees. No seizing was experienced by the user. There were no patient injuries, delays or complications reported.